Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was in safety mode upon interrogation. The model h215 came up on the printout. The caller hung up before a serial number of the device could be obtained. It was unknown if the patient had radiation therapy. It was reported that the device would be removed and replaced that day.